Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes. Chapter 11 / page 115. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient went to the emergency room (ER) due to bg (blood glucose) levels reaching 535 mg/dl. Patient was diagnosed with hyperglycemia and low level diabetic ketoacidosis (dka). Patient was given insulin (17 units). Her blood glucose levels dropped to 55 mg/dl and she was given cookies and peanut butter. Patient was also given sodium chloride .9% solution. Patient had a metabolic panel done two times, a blood gas test, cbc and differential. Patient was given glucose 5 times. Patient was also given a ruq panel and a urinalysis. Patient reported being feverish, nauseous and fatigued. Patient tried a correction bolus before going to the emergency room. The patient's blood glucose and insulin history is as follows: (B)(6).